Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with intraperitoneal (ip) injection of vancomycin (1 gram in first bag then on the fifth day for seven days) and ip injection of magnova (500 milligram in each bag for seven days, frequency not reported) for the event of peritonitis. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.